Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Provider alleges consumer got stuck in the recline position and had to call the fire department to get consumer out.